Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the patient had his system explanted since it was not providing adequate pain relief. The patient could not recall the explant date. No further info is available at this time.